Event description:
A user facility reported that an electromechanical ambulatory infusion pump under delivered during a chemotherapy treatment. The patient observed that the pump was under infusing and returned to the clinic to resume therapy with an alternate unit. The complainant indicated that there was no injury associated with the event.